Manufacturer narrative:
Section b1, b2, b5, h1 and h6 codes were updated based on additional information.

Event description:
Additional information received that during the procedure, the physician was unable to peel-away the sheath. It was reported that the peel-away was not removed as the vessel was heavily calcified and the physician felt it would bleed if he peeled away. Limb ischemia was also noted with lost pulses at the impella limb. It was noted that the patient had profunda and superficial femoral artery (sfa) disease. The impella was successfully weaned the same day, and the post-procedure outcome is survived at explant with an escalation of therapy to an impella 5.5. The following day after the impella 5.5 insertion, the family withdrew care, and the patient expired.

Manufacturer narrative:
H6: per a review of the complaint file. Omitted code e2403, f26, a24 added f1905.

Manufacturer narrative:
B5 is updated with more details on the incident.

Event description:
Updated clinical rationale: an impella cp device was inserted into the right femoral artery in a 68-year-old female patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). During the procedure, the physician was unable to peel-away the sheath. It was reported that the peel-away was not removed as the vessel was heavily calcified and the physician felt it would bleed if he peeled away. Limb ischemia was also noted with lost pulses at the impella limb. It was noted that the patient had profunda and superficial femoral artery (sfa) disease. The impella was successfully weaned the same day, and the post-procedure outcome is survived at explant with an escalation of therapy to an impella 5.5. The device functioned at p-9 at 5.6l/min with no issues. The reported event involves access site limb ischemia with device removal/replacement. Limb ischemia may be influenced by patient-specific factors such as the patient's peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, and vascular access characteristics. The following day after the impella 5.5 insertion, the family withdrew care, and the patient expired. The impella introducer is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction, complicated by cardiogenic shock, along with the complications of stage e shock.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced difficulty peeling away the introducer.